Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was not holding charge. This complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2018 between 2.30 and 3.00pm, she was unable to obtain a blood glucose reading because her verio iq meter would not hold charge. The patient stated that she manages her diabetes with fixed doses of insulin (novolog; 18 units in the morning, 24 units at noon, and 18 units before bed) and denied taking any action in response to the alleged product issue. The patient advised the csr that after the alleged product issue began, she began to feel ¿shaky and cold¿. The patient denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting the csr confirmed that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the product. The csr also confirmed that the patient had charged the battery until the ¿charge complete¿ message appeared. The csr noted that this is a recurring issue and based on customer testing frequency and usage, the battery needs to be recharged. At the time of troubleshooting the alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after she was unable to obtain a blood glucose reading because the subject meter would not hold charge.